Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-02318 and 1627487-2013-02320. The pt rec'd three leads in her thoracic region as part of her scs system. It was reported the pt complained of abdominal stimulation and reprogramming could no longer resolve the issue. The pt also reported stimulation in her arms and hands, and she stated stimulation was too strong in her feet when she turned up stimulation in her lower back and thighs. It was reported one of the leads had migrated. The physician plans to revise the pt's leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.